Event description:
It was reported a clinical study pat had a benign prostatic hyperplasia (bph) procedure (B)(6) 2012. Nine months and twenty-four days post the procedure, the pt presented with urinary frequency - difficulty voiding since (B)(6) 2013, onset date (B)(6) 2013; continued as of (B)(6) 2013. Seven days later on (B)(6) 2013, a flexible cystoscopy was performed and surgery was scheduled for (B)(6) 2013. A transurethral incision of the bladder neck was performed which opened up bladder neck; resolved as of (B)(6) 2013. No further information was available.